Event description:
The report from clinical study (B)(4) for patient with ID (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(6)), presidio 18 ((B)(4)), deltapaq cerecyte microcoil ((B)(4)) and other non-codman products of the right parasellar, and during the one year follow, an angiogram revealed a recanalization of the treated aneurysm. Action taken was additional coil embolization. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of a month after onset was resolved without sequeale. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown.

Manufacturer narrative:
The patient had medical history, and the unruptured saccular aneurysm neck was 6.8mm, and the neck to sac ratio was 6.8mm:15.2mm. The parent vessel size diameter proximal was 3.8mm and distally was 3.7mm. Mrs before the procedure on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, and on (B)(6) 2012 was 0. The act was 137 seconds pre anticoagulation and 342 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of the 1-year follow-up (on (B)(6) 2012), the aneurysm neck was 6.8mm, and the neck to sac ratio was 6.8mm:15.2mm. The parent vessel size diameter proximal was 3.8mm and distally was 3.7mm. Mrs was 1. The occlusion rate of aneurysm was 80%. Antiplatelet therapy included aspirin 100mg/day: 2011-(B)(6)~ongoing, clopidogrel sulfate 75mg/day:2011-(B)(6)~ongoing, heparin5,000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath /cook inc, 606-s255x(15246699),chikai/asahi intecc were utilized. Other devices utilized during the procedure were, x-pedion/covidien (B)(4), exelsior sl10, excelsior 1018,presidio 18 microcoil (pc4181240-30/f58958), v-track/terumo (total 9), ed/kaneka(total 2), and deltapaq cerecyte microcoil (cdf100410-30 /g11849). No further info is available and procedural images are unavailable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00627 and 2954740-2012-00628.

Manufacturer narrative:
The report from the (B)(4) pms enterprise clinical study indicated that there was recanalization of the treated right parasellar aneurysm noted at one year follow-up after the enterprise vrd (enc452212/01425452) assisted coiling with presidio 18 (pc4181240-30/f58958), deltapaq cerecyte microcoil (cdf100410-30 /g11849), and other eleven non codman coils. The occlusion rate of aneurysm was 80% post index procedure. Action taken was additional coil embolization. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The occlusion rate of aneurysm was 95% after the procedure. The event outcome as of a month after onset was resolved without sequelae. According to the physician, the relationship of the event to the procedure was unknown and to the vrd was also unknown. The patient had no significant medical history, and at index procedure, the unruptured saccular aneurysm neck was 6.8mm, and the neck to sac ratio was 6.8mm:15.2mm. The parent vessel size diameter proximal was 3.8mm and distally was 3.7mm. Heparin 5000u was administered intraprocedurally. The act was 137 seconds pre anticoagulation and 342 seconds post anticoagulation. The modified rankin scale (mrs) score was 0 pre-procedure, two days post procedure. The mrs was 0 at the time of the one year follow-up and 0 at fourteen months post procedure. Antiplatelet therapy included ongoing daily aspirin 100mg/day and clopidogrel sulfate 75mg/day beginning five days prior to index procedure. No further info is available and procedural images are unavailable. A review of the manufacturing documentation associated with the implanted codman coil lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The products remains implanted, and will not be returned for analysis. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the available information and the device history records there is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00627 and 2954740-2012-00628.